Event description:
The customer contact reported a separation. The customer contact reported that the option-lok male adapter of the tubing set was connected to the pt's IV access site and was being used to delivery an unspecified medication. After an unspecified length of time, the clave port separated from the semi-rigid female adapter fo the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated the device was discarded. A representative device from an unspecified lot was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.